Event description:
It was reported to medtronic minimed that the customer experienced leadscrew anomaly. The customer reported no adverse event. The event involved product(s) mmt-105elpkna. Customer reported inpen screw movement issue. Identified inpen screw does not move when injection/dose button is pushed. Inpen replacement initiated. No harm requiring medical intervention was reported. The customer will discontinue to use the inpen. Mmt-105elpkna was requested and customer response was the device will be returned.

Manufacturer narrative:
Per visual inspection: no physical damage to inpen front and back shell was noted. Inpen was received with missing cartridge holder.inpen paired with commercial mobile app with small dose.received inpen [ 1/4 ] of travel. Performed encoder bond investigation and found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Also, plastic shavings contamination builds up found caused by encoder wheel tabs rubbing at the walls of the dose nut. Abrasions down the length of the dose nut. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.45ozf-in). Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.